Event description:
Information was received indicating that the extension set exhibited leaking at the connection of cadd extension tubing and ultrasite cap. Patient reported that she experienced lightheadedness. There were no long term patient adverse effects due to the reported event.